Event description:
It was reported patient was revised approximately 9 years post-implantation due to pseudotumor, corrosion and bone loss. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Ref 6202-58-22 lot 60629168 tm shell 58mm ref 6250-65-25 lot 60786317 bone screw 6.5x25mm ref 6305-58-32 lot 60741731 . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the revision notes confirms that the patient underwent revision hip surgery. Findings include: pseudocapsule noted as well as necrotic bone along the posterior acetabulum. Femoral head was well fixed but with dark debris at the head-neck junction. Stem was well fixed and correctly positioned. The acetabulum was debrided of devitalized tissue and noted bone loss, osteolysis and necrotic bone. Head and liner exchanged without further complication pathology report suggests alval, negative cultures. Infection negative. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown m/l taper stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It as reported patient underwent revision due to unknown reasons approximately 9 years post-implantation. The femoral head component was removed and replaced. Attempts have been made and no additional information is available at this time.